Manufacturer narrative:
The customer repaired the system and the service call was canceled.

Event description:
The customer reported that the system would lose images during fluoroscopy. No pt injury was reported.